Event description:
A nurse reported to baxter that a bloodline had a leak in the pump set near of the saline line. Sample available. There was no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device was returned and evaluated both visually and functionally. The defect was not confirmed, no other defects were found. The lot number is unknown; therefore a batch review cannot be performed.